Manufacturer narrative:
The healing abutment was not returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: product catalog for site preparation & surgical technologies (instsur rev b 02/15) warnings: excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability. Physiological and anatomical conditions may affect the performance of dental implants. Mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Forcing the implants into the osteotomy deeper than the depth establish by the drills can result in damage to the implant, driver or osteotomy. For short implants, clinicians should closely monitor patients for any of the following conditions: peri-implants bone loss, changes to the implant¿s response to percussion or radiographic changes in bone to implant contact along the implant¿s length. If the implant shows mobility or greater than 50% bone loss, the implant should be evaluated for possible removal. If a clinician chooses a short implant, then the clinician should consider a two-stage surgical approach, splinting a short implant to an additional implant and placement of the widest possible fixture. In addition, the clinician should allow longer periods for osseointegration and avoid immediate loading. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury and aspiration. Warnings: excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability. Physiological and anatomical conditions may affect the performance of dental implants. Mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Forcing the implants into the osteotomy deeper than the depth establish by the drills can result in damage to the implant, driver or osteotomy. For short implants, clinicians should closely monitor patients for any of the following conditions: peri-implants bone loss, changes to the implant¿s response to percussion or radiographic changes in bone to implant contact along the implant¿s length. If the implant shows mobility or greater than 50% bone loss, the implant should be evaluated for possible removal. If a clinician chooses a short implant, then the clinician should consider a two-stage surgical approach, splinting a short implant to an additional implant and placement of the widest possible fixture. In addition, the clinician should allow longer periods for osseointegration and avoid immediate loading. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. The associated osseotite tapered certain implant was returned for evaluation. The implant was confirmed to be damage. However, without the return of the healing abutment, the event is non-verifiable. A singular cause cannot be identified. (B)(4).

Manufacturer narrative:
Patient age, date of birth, gender, and weight not provided/ unknown. Reporter's last name not provided/unknown. The ieha453 abutment was not returned to the manufacturer: device not returned.

Event description:
The doctor reported that the healing abutment (ieha453) would not seat in the implant (xifnt413). It was successfully seated inside a different implant. Tooth location 22.